Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Review of the excelsiusgps case logs indicated that the misplaced implant was due to excessive deflection forces, or skiving. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. It was reported that a singular implant was misplaced. A single misplaced implant often corresponds to skiving, as the registration remains intact for the remaining implants to be placed to plan. Additionally, k-wires may be placed using navigation, and an implant not supported in the database may be inserted over a k-wire with a non-navigated driver. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. Cause of the reported issue can be traced to user technique.